Event description:
It was reported that the patient experienced redness and itchiness, consistent with slight skin irritation at an unknown pod wear site, which the parent alleged that it attributed to a pod. The patient sought medical attention at a local medical center, and a general practitioner prescribed a steroid inhaler spray for topical use. The patient reported that the spray had originally been prescribed in the summer of 2025 for similar symptoms and was used only a few times until finished. The symptoms resolved after discontinuation of use, and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.